Manufacturer narrative:
One infusion pump was returned for evaluation. Physical inspection of the pump found it to be in fair condition. Results show the complaint is verified, with the root cause being the physical damage to the device . This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd prizm had no audible alarm.